Event description:
It was reported the sensitivity does not work. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)-analysis could not confirm the customer comment. The device passed all incoming tests.